Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 39-40 mg/dl, cause was not known. During troubleshooting, it was determined that the pump functioned as intended. No additional event information was available.